Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a white line was seen on the helium tubing. The iab was used to continue therapy without further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.7cm from the iab tip. An additionally catheter tubing was also observed at approximately 66.3cm from the iab tip. Further visual examination of the catheter tubing, extender tubing, extracorporeal tubing and sensor cable did not reveal the presence of an unknown white foreign matter. The evaluation did not confirm the report problem. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).